Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change out due to elective replacement indicator (eri), the right ventricular lead exhibited noise with high capture threshold and low impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.